Manufacturer narrative:
H3: no product was received for analysis. We are unable to confirm the reported complaint. The service history review had no indication that the complaint was related to a service of the device within the review period. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming air in line. Per reporter, the tubing appeared to have no liquid, medication bag looks completely dry, and there was air for approximately 14 inches up line from pump. Reservoir volume 12.6ml. Discussed troubleshooting to assess and correct the alarm, but with pump appearing empty, and user declined. This event occurred at the hospital. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.